Manufacturer narrative:
The investigation determined that the root cause was related to a mechanical issue as well as a blockage, and the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode, potassium electrode, and chloride electrode lot numbers and expiration dates were not provided. Upon inspection, a bent tube was found in the flow cell. The damaged tube was repaired. Afterward, the system was recalibrated, and quality control testing was performed to ensure functionality. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results from the cobas 8000 ise 900 module for three samples. Sample 1's initial sodium result was 134 mmol/l, and the repeat result was 171 mmol/l. The initial potassium result was 5.47 mmol/l, and the repeat result was 7.06 mmol/l. The initial chloride result was 94.90 mmol/l, and the repeat result was 69.70 mmol/l. Sample 2's initial sodium result was 142 mmol/l, and the repeat result was 178 mmol/l. The initial potassium result was 4.33 mmol/l, and the repeat result was 5.44 mmol/l. The initial chloride result was 103.90 mmol/l, and the repeat result was 74.80 mmol/l. Sample 3's initial sodium result was 143 mmol/l, and the result was 178 mmol/l. The initial potassium result was 4.62 mmol/l, and the repeat result was 5.84 mmol/l. The initial chloride result was 103.70 mmol/l, and the repeat result was 79.10 mmol/l.